Event description:
Pt in or for elective tracheostomy. Nasal tracheal intubation with 100% o2 being administered, no other anesthetic agents. Surgeon used electrosurgery pencil to dissect tissue. Upon entering trachea, using cutting mode of esu, there was a spark, followed by ignition with flames and smoke at the tracheal incision site. The tracheal tube was removed and replaced with tracheostomy tube. Et tube noted to be melted at distal end and entire tube was blackened. Fire extinguished by surgeon. Emergency flexible bronchoscopy performed. Contact thermal burn injury sustained to nasal passage, pharynx and trachea.